Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "short detected" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. A review of the device log shows the multifunction cable was connected to the device with onestep electrode pads attached during all events. The onestep electrode pads have a built-in shorting plug which will cause the device to display "short detected". This is normal operation of the device. Analysis of reports of this type has not identified an increase in trend.